Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing step of the load process, the pump navigated the customer to the change cartridge step of the load process. Review of t:connect pump data showed that the pump re-initiated the change cartridge step. Tandem's technical support educated the customer that this was likely due to the customer inadvertently tapping change cartridge rather than done. Reportedly, the customer denied the order of events. Blood glucose was 83 mg/dl.